Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced severe pain, swelling and instability. MRI demonstrated a ¿polymeric-induced synovitis¿, ¿focal femoral osteolysis, and prominent fibrous interface over the patella components¿, ¿deficiency of the fibular collateral ligament and degeneration of the popliteus tendon.¿ the patient's clinical, laboratory, and radiological workup on his right knee was negative for infection, but positive for loosening secondary to osteolysis secondary to polyethylene wear. As a result, approximately four years and four months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
D10: 02-010-01-0340 - logic femoral ps cem right sz 4: (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01449. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have been the result of prosthesis wear, osteolysis, and insufficient bonds between the implant and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.